Event description:
It was reported that the health care professional (hcp) wanted a review of reports. It was noted that the patient reported palpitations. Technical services (ts) reviewed the reports and noted that this right ventricular (rv) lead possibly exhibited loss of capture (loc) or fusion. The call got disconnected. So, ts emailed the reports to the local boston scientific representative to go over with the hcp. The lead remains in use. No adverse patient effects were reported.